Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that sever explant damage was found and there was no insulation breach in-vivo. Concomitant medical products: c2tr01 ipg, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that there was an right atrial lead was damaged during an ablation procedure and the lead had intermittent loss of capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.